Manufacturer narrative:
Citation: chen et al. Role of imaging in third aortic valve implantation: tav-in-tav-in-sav. Int j cardiovasc imaging. 2025 jan;41(1):177-179. Doi: 10.1007/s10554-024-03175-y. Epub 2024 jul 6. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding two cases of transcatheter-in-transcatheter-in-surgical (tav-in-tav-in-sav) aortic bioprosthetic valve implantation. Case 1: an 83-year-old male patient with a history of a non-medtronic surgical valve implanted 10 years prior that later became regurgitant, and a medtronic 29 mm evolut pro transcatheter-in-surgical (tav-in-sav) valve implantation three years prior to address the regurgitant surgical valve. More recently, a tav-in-tav-in-sav was successfully performed with implant of a non-medtronic 23 mm transcatheter valve placed ¿outflow to outflow¿ with the surgical valve which resulted in the same-height deployment as the surgical valve. The reason for the tav-in-tav-in-sav procedure was not stated by the authors. Case 2: a 79-year-old male patient with a history of a medtronic freestyle aortic root surgical bioprosthesis implanted 14 years prior, and a medtronic 29 mm evolut pro transcatheter-in-surgical (tav-in-sav) valve implantation six years prior. The reason for the tav-in-sav was not stated by the authors. More recently, a tav-in-tav-in-sav was successfully performed with implant of a non-medtronic 23 mm transcatheter valve aligned with third node of the evolut pro valve with ¿flare the outflow¿ technique to ensure adequate anchoring. The reason for the tav-in-tav-in-sav procedure was not stated by the authors. No further information was provided pertaining to medtronic products.